Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp said the patient said the stimulation system is not working and they are having surgery to replace it on (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional. It was reported that the stimulation system not working was the result of the patient suffering a fall. No further patient complications are anticipated or expected as a result of this event.